Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool smarttouch bi-directional sf catheter and suffered heart block av third degree requiring pharmacologic support (steroid decadron). Post-procedure, while in recovery, the patient went into complete heart block. Decadron was administered. Patient was reported to be in stable condition with a heart rate of 50 bpm and 3:1 conduction after decadron, but went back into complete heart block. Later, the patient resumed normal 1:1 conduction. Patient required two days of extended hospitalization as a result of the adverse event. Patient fully recovered with a 1:1 conduction and a heart rate of 140 bpm. It was noted that there were no dropped beats or prolonged pr intervals during ablation. Physician is unsure of causality. It was noted that the adverse event may have been due to inexperience with the catheter or patient anatomy.